Event description:
It was reported that the film on the 2600 system is coming out foggie. It was also noted that the images are dark. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.